Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate anti-tachycardia pacing and eight inappropriate shocks due to atrial fibrillation with rapid ventricular response. Therapy was exhausted. The health care professional (hcp) was going to discuss further with the physician. Technical services (ts) recommend medications and raising the rate cutoffs. Patient has several complications no related to this ICD and would not do anything further. At this time, this ICD remains in service and there were no additional adverse patient effects reported.